Event description:
The customer reported an issue with their meter which suggests the memory overwrite malfunction has occurred. There was no report of death or serious injury.

Manufacturer narrative:
(B)(4). The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed testing with no faults found. However a secondary issue was noted as meter having a broken display. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Event description:
The lay user / patient contacted lfs on (B)(6), 2010 alleging that her one touch ultralink meter does not power on. The patient mentioned that prior to testing at 5:15am on (B)(6), 2010 the patient felt as if she had to test her blood glucose. The patient attempted to test her blood glucose and the meter would not power on. The patient did not seek any medical attention or contact her physician for assistance. This is not the first time the product is being used. The patient denied any misuse of the product. The batteries did not need to be replaced. The patient was using the correct vial of test strips. The alleged issue was not resolved. The product was replaced. At this time there is no evidence that the meter caused or contributed to an adverse event, since the patient did not exhibit any symptoms and did not seek any medical attention. The complaint is being reported since the power issue was not resolved.

Manufacturer narrative:
A4 information was not provided. Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.